Event description:
It was reported that this pacemaker device was found to be operating in safety mode during a routine checkup. Upon review, this device exhibited premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. During the procedure, the health care professional (hcp) noted a short period of inhibition at the start. The patient reported symptoms of some dizzy spells. No additional advers patient effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.